Event description:
The complainant reported that the luer lock of the suspect high-pressure tubing broke during a ventricular graph which caused "iodine projection on doctors." The complainant stated this had occurred with 12 separate devices during several exams; however, no information to distinguish between the events was available.

Manufacturer narrative:
The subject device was not returned for evaluation. Therefore, the complaint could not be confirmed. The device history record was reviewed for the suspect device lot number with no significant anomalies identified. No other complaints for this failure mode have been received for the suspect device lot number. Method: device history record and complaint record was reviewed.